Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech - cath lab. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a radial access left heart catheterization (right radial), when trying to inflate the tr band, the balloon wouldn't inflate. This caused the physician to hold pressure until they were able to grab a second tr band, which was successful. The physician is wondering if there may have been a hole in the balloon of the tr band. The event did not result in injury. The procedure type was a left heart catheterization. Blood loss was less than 250 cc.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to section h3 to provide the completed investigation results. The reported event has been reassessed and deemed not reportable based on the investigation of the actual sample. Following the inspection of the returned sample, the reported event was reassessed and confirmed as not reportable. One tr band, inflator, and packaging label were returned for assessment. The sample was subject to visual analysis. No damage or defects were noted on the band or inflator. There is 1ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign material. Upon deconstruction, a piece of foreign material was found. The complaint can be confirmed for air leakage issues. The cause is foreign material in the check valve. The operations quality engineer was notified about this issue and a nonconformance was initiated. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).